Event description:
The customer reported that the system corrupted the integrity of the stored files by intermixing data. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The output power supply voltage was adjusted and all the connections were tightened. The software and the calibration files were loaded. The system was tested and found to be working as intended and put back into service.